Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2018-02937. It was reported the patient experienced a csf leak during an implant procedure. Reportedly, following the procedure the patient experienced nausea and severe headaches due to dehydration. As a result, the patient visited the emergency room wherein the patient was administered IV antibiotics and discharged. Imaging revealed no abnormalities. Post the ER visit, reportedly the patient experienced numbness in their thigh.

Event description:
Device 1 of 2 reference MFR. Report # 3006705815-2018-02937. It was reported that patient continued to feel nausea and headaches, and patient had a blood patch performed on (B)(6) 2018, which resolved the headaches.